Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2017-06643. It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was deep seated in the laa. A 21 mm watchman ® laa closure device & delivery system (wds) was then advanced. Once they were transseptal they deployed the closure device and realized that it was too distal, a partial recapture was performed. A shot of contrast was injected as they pulled the closure device back into the delivery system 2-3 millimeters and they noticed that contrast was going into the pericardium, a mirco tear within the appendage had occurred. They quickly re-deployed the closure device and went through the pass criteria and released the closure device. Protamine was administered and the patient was monitored on the table with a transesophageal echocardiogram (tee) probe inside to see if a tap was needed. After about 30 minutes, the patient remained stable and echocardiogram image did not show an effusion, the procedure had ended fine. The physician was going to resume coumadin that night, and continue to watch the patient. It was noted that the patient's hemodynamics remained stable the whole time.